Event description:
It was reported that 2 bd precisionglide¿ needles were clogged. The following information was provided by the initial reporter: he went to inject the subcutaneous lidocaine and it would not go through the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-oct-2022. H6: investigation summary: it was reported the needles are clogged. To aid in the investigation, two samples with the plastic shields, but no packaging blisters, were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. The solution expelled with a normal flow. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd precisionglide¿ needles were clogged. The following information was provided by the initial reporter: he went to inject the subcutaneous lidocaine and it would not go through the needle.